Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was trialing a spinal cord stimulation system. It was reported that the patient had a trial lead placed on (B)(6) 2016. The patient reported back pain and that the dressing came off during the trial. An MRI was taken and blood work confirmed an infection. The leads were removed on (B)(6) 2016. Antibiotics were given to resolve the infection. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.